Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the tampon fell apart leaving pieces inside which caused yeast infections or bacteria build up in vaginal area with vaginal irritation, itching, and odor.